Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (sl) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted thoracic surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had error 307 during the system's power on self-test. The customer tried power cycling and an emergency power off (epo) of the system with no improvement. The tse guided the customer to check the vision side cart (vsc) components (endoscope controller (ec)/video processor (vp)/core) and the leds were solid blue with the system blue fiber cables secured on both ends with no visible damage found. The customer stated that the procedure was convert to laparoscopy surgery and asked the field service engineer (fse) to check the system on site. A work order (wo) was dispatched. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the head nurse and obtained the following additional information: the customer reported that this event occurred during a thoracic surgery. This was a hard error 307, which pointed to video slice (vsl) 2. The fse on site had reseated this board with no function. There was no injury to the patient. Patient demographics were provided.